Manufacturer narrative:
Event problem: (B)(4) new code request has been submitted for stuck in stent.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. No similar complaints were found in the lot. The male/female luer connection was detached and the imaging core was outside of the sheath assembly when received. Visual inspection of the returned catheter revealed the guidewire exit port was lifted and ripped 0.5mm long. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No kink was observed in the sheath assembly. Image characterization test was not performed because the imaging core was unable to be reinserted back into the sheath assembly. The observed damage to the guidewire exit port and the detached male/female luer connection are all a result of the efforts to remove the catheter when it was stuck with the stent. A review of the device labeling and directions for use (dfu) contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment. The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the cause of the stuck in stent has been determined to be due to operational context.

Event description:
A percutaneous coronary intervention (pci) was performed for a non-calcified lesion in the mid right coronary artery (rca). An intravascular ultrasound (ivus) catheter was employed to image the placement of a stent, determined the stent to be well apposed; however during withdrawal, the ivus had became caught on the mid section of the stent and could not be removed. The physician attempted several techniques with additional devices to free the ivus, finally succeeding after approximately 30 minutes with the use of an inflated balloon tip to push the ivus catheter releasing it from the stent. The device was removed intact. The patient was reported to be in "good" condition following the procedure.

Event description:
A percutaneous coronary intervention (pci) was performed for a non-calcified lesion in the mid right coronary artery (rca). An intravascular ultrasound (ivus) catheter was employed to image the placement of a stent, determined the stent to be well apposed; however during withdrawal, the ivus had became caught on the mid section of the stent and could not be removed. The physician attempted several techniques with additional devices to free the ivus, finally succeeding after approximately 30 minutes with the use of an inflated balloon tip to push the ivus catheter releasing it from the stent. The device was removed intact. The patient was reported to be in "good" condition following the procedure.